Event description:
It was reported that the patient had been implanted with the obtryx system device. According to the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of june 26, 2018, was chosen as a best estimate based on the date of the mesh was implanted. Block h6: the imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The imdrf impact code capture the reportable event of: f12 - the patient filed a legal claim for an unspecified personal injury related to the device.